Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer opened a new box of contour next test strips and found the strip bottle was open. No adverse event was alleged. The strips are expected to be returned for evaluation.

Manufacturer narrative:
The customer strips were returned for evaluation. Although it could not be determined if the bottle cap was already open when the customer got them, the strips gave satisfactory performance when tested with control solution.